Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a betabionics ilet insulin pump at the time of the event. From (B)(6) 2026, the patient noted fluctuating cgm readings ranging from 100 mg/dl to 160 mg/dl, later increasing to 200 mg/dl. He did not perform any fingerstick blood glucose (fsbg) testing during this period, and it was not specified whether a glucometer was available in the home. On (B)(6) 2026, the cgm displayed a glucose value of 160 mg/dl, and again no fsbg verification was performed. The patient reported experiencing chest pain, appearing pale, and feeling tired and lethargic symptoms he associated with a possible heart attack given his history of cardiac issues. Later the same day, he developed dizziness and leg weakness, prompting his wife to drive him to the hospital. No medications, treatments, or fsbg testing were performed prior to arrival. The patient arrived at the emergency department (ed) at approximately 2:00 pm. An fsbg reading obtained in the ed measured 590 mg/dl, and laboratory testing confirmed a bg level of 600 mg/dl, while the cgm showed 120 mg/dl at that time. He was assessed and diagnosed with acute hyperglycemia, with no evidence of diabetic ketoacidosis (dka). Treatment included IV fluids and insulin administered via his insulin pump. The patient remained in the ed for approximately eight hours and was discharged at around 11:00 pm. At the time of reporting, he stated that he was feeling well and noted the new cgm sensor was reading 163 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator from (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a glucose value of 160 mg/dl on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid when checked in the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.